Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been advancing the carrier tube from the hub instead of the bypass tube. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the percutaneous coronary intervention (pci), the right common femoral artery where the device was to be used was punctured, but when inserting the device into the insertion sheath, the physician held the locking cap side of the device instead of the bypass tube, resulting in a kink in the carrier tube. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was pci. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 9 mm. The estimated blood loss was less than 250cc. There was no health damage. There were no other devices or equipment used with the reported product.